Manufacturer narrative:
Product complaint#: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure after the suture breakage? Another suture, pds to reinforce suture. Were there any patient consequences? No. Could you please provide lot number? Unknown. Procedure name and date? Hysterectomy vlp.

Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy vlp on and unknown date and barbed suture was used. The suture broke while suturing the vaginal apex. There were no adverse patient consequences reported. Additional information was requested.